Event description:
It was reported that the rechargeable battery is missing, and the cassette lock gives an alarm that the cassette was partially unlatched even when the cassette is locked. The pump is not charging or turning on. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
While performing a review of the file it was determined that it was a duplicate of an existing complaint record. Please disregard any reports associated with file mrn. Please reference file mrn 3012307300-2024-11425-00 for all details pertinent to this event.